Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation. One (1) controller (B)(6) and six (6) batteries (B)(6) were returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal inspection of the returned batteries revealed no anomalies. Visual inspection of (B)(6) revealed contamination within both power ports and the serial port. Internal visual inspection of (B)(6) revealed a crack on standoff post one (1) within the controller housing. The observed contamination and the cracks are additional findings not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is invest igating this issue. Supplemental testing revealed that the gold-plating of the power port pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during bench testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed motor start events recorded on 24/dec/2025 at 16:01:55 and on 09/jan/2026 at 11:53:15, in which the motor start parameters were atypical. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to a momentary disconnections involving (B)(6). The batteries were lubricated prior to release. Log file analysis also revealed two (2) controller power up events, with associated motor start events, logged on 24/dec/2025 at 16:01:50 and on 09/jan/2026 at 11:53:06, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 85% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 50% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for approximately nine (9) seconds and eight (8) seconds, respectively. No anomalies were recorded leading up to the losses of power. Additionally, review of the alarm log file revealed four (4) controller fault alarms logged on (B)(6) 2025 at 16:35:13 and at 18:15:19, and on (B)(6) 2026 at 12:26:29 and at 15:58:59, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6) 2026 at 11:51:43, indicating a physical disconnection of the driveline, likely during the reported controller exchange. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events without associated motor start events logged on 10/dec/2025 between 15:48:24 and 15:49:16. Various parameters, including time, patient ID, and vad ID were programmed following the controller power-up events, indicating that the controller was powered on due to the initial programming of the controller. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2026 at 12:26:29, indicating that the controller was powered on without the driveline connected. Of note, (B)(6) was loaded with a software containing an updated pump start algorithm. As a result, the reported atypical motor start parameters, vad disconnect alarm, controller fault alarms, loss of power events, and power switching events were confirmed. The reported event involving bent pins associated with (B)(6) could not be confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller int erface during vad startup. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though th is CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the vad disconnect alarm associated with (B)(6) can be attributed to a physical disconnection of the driveline from the controller, likely during the reported contr oller exchange. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. A possible cause of the reported bent pins event associated with (B)(6) could not be determined because the returned device tested within specification and the issue could not be duplicated. Based on the available information, the most likely root cause of the controller power up involving (B)(6) can be attributed to the reported controller exchange. The most likely root cause of the vad disconnect alarm associated with (B)(6) can be attributed to the controller being powered on without the driveline connected. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) h3: yes d1: controller d4: (B)(6) d9: yes, return date: dd-mmm-yyyy > h3: yes d1: battery d4: (B)(6) d9: yes, return date: dd-mmm-yyyy > h3: yes d1: battery d4: (B)(6) d9: yes, return date: dd-mmm-yyyy > h3: yes d1: battery d4: (B)(6) d9: yes, return date: dd-mmm-yyyy > h3: yes d1: battery d4: (B)(6) d9: yes, return date: dd-mmm-yyyy > h3: yes d1: battery d4: (B)(6) d9: yes, return date: dd-mmm-yyyy > h3: yes d1: battery d4: (B)(6) d9: yes, return date: dd-mmm-yyyy > h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2019 / serial#: (B)(6). D9: no, h3: no, h4: mfg date: 05-dec-2018, h5: no d1: heartware ventricular assist system - controller d4: model#: mcs1421cn / catalog# mcs1421cn / expiration date: 31-july-2026 / serial#: (B)(6), d9: no, h3: no, h4: mfg date: 24-july-2025, h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed that the ventricular assist device (vad) exhibited a motor start event with parameters outside of the typical range, the primary controller exhibited an unexpected power loss, and a controller fault alarm oc curred due to the internal battery end of life. It was also reported that the controller was also suspected of having bent pins, and that a vad disconnect alarm was logged on a second controller. The vad team had considered replacing the patient's primary controller with a new, approved algo-c controller to better support the patient. The vad and controllers remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the primary controller and several batteries were exchanged due to continued issues with switching. The patient will be retrain; additionally subsequent log file data review revealed an additional motor start event with parameters outside of the typical range, an additional controller fault alarm due to the internal battery end of life, and an additional unexpected loss of power.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-mar-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 15-mar-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 20-june-2024 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 01-dec-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 21-june-2024 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 06-dec-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 19-june-2024 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)), two (2) controllers ((B)(6)), and six (6) batteries ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2025 at 16:01:55 and on (B)(6) 2026 at 11:53:15, in which the motor start parameters were atypical. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to a momentary disconnections involving (B)(6). The batteries were lubricated prior to release. Log file analysis also revealed two (2) controller power up events, with associated motor start events, logged on (B)(6) 2025 at 16:01:50 and on (B)(6) 2026 at 11:53:06, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for approximately nine (9) seconds and eight (8) seconds, respectively. No anomalies were recorded leading up to the losses of power. Additionally, review of the alarm log file revealed three (3) controller fault alarms logged on (B)(6) 2025 at 16:35:13 and at 18:15:19, and on (B)(6) 2026 at 12:26:29, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the controller log files associated with (B)(6) revealed two (2) controller power-up events without associated motor start events logged on (B)(6) 2025 between 15:48:24 and 15:49:16. Various parameters, including time, patient ID, and pump ID were programmed following the controller power-up events, indicating that the controller was powered on due to the initial programming of the controller. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2026 at 12:26:29, indicating that the controller was powered on without the driveline connected. Of note, (B)(6) was loaded with a software containing the pump start algorithm c. As a result, the reported atypical motor start parameters, vad disconnect alarm, controller fault alarms, loss of power events, and power switching events were confirmed. The reported event involving bent pins associated with (B)(6) could not be confirmed due to insufficient evidence. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported premature power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. Based on the available information, the most likely root cause of the controller power up involving (B)(6) can be attributed to the reported controller exchange. The most likely root cause of the vad disconnect alarm can be attributed to the controller being powered on without the driveline connected. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported bent pins can be attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cable. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller (B)(6) h3: yes controller (B)(6) h3: yes battery (B)(6) h3: yes battery (B)(6) h3: yes battery (B)(6) h3: yes battery (B)(6) h3: yes battery (B)(6) h3: yes battery (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.